Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the cartridge was attached to the handle, the surgeon was not able to press the green button and when the handle was squeezed, it could not be squeezed properly. The device did not fire. The cartridge was attached to a newly taken out handle and was fired. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument loaded, clamped, yet would not cycle due to sheared firing rack teeth damage. It was reported that the safety button did not function as intended. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.